Manufacturer narrative:
The event date is approximate. The charger is an accessory of the sonicare 2-series power toothbrush system.

Event description:
A consumer reported that when he plugged the charger of his sonicare 2-series power toothbrush, it blew a fuse in his house. No serious injuries or property damage were reported.

Manufacturer narrative:
Updated common device name from "sonicare 2-series power toothbrush" to "sonicare 2-series power toothbrush charger". Updated model number from "hx6250-02" to hx6100. Analysis results: product was not returned to confirm a malfunction has occurred.